Event description:
The customer reported being hospitalized due to high blood glucose of 587 mg/dl. The customer stated that he kept the insulin pump in his pocket and sometimes throughout the day. The infusion set broke at the p-cap connection. The customer stated that the infusion set was changed upon his arrival home, and he was treated, but his glucose level was unable to stabilize. The blood glucose reading at time of call was 128 mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.